Manufacturer narrative:
Although it was indicated by the end user that the reported defective device was available, it has yet to be returned to the MFR. An investigation into the root cause for the incident is currently in progress. The results of the investigation will be sent via a f/u medwatch is available for eval.

Event description:
As reported by the end user in (B)(6), while performing a diagnostic angiogram, the tip of the angiographic catheter broke off. An attempt to retrieve the tip with a gooseneck snare was unsuccessful. An arteriotomy was required to successfully retrieve the tip.